Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was elevated and insulin injections were administered to address the bg level. The customer replaced the supplies on the pump. Tandem customer technical support (cts) had the customer perform a system check using the current supplies and the occlusion appeared to possibly be related to the cartridge. The customer used a new box of cartridges and received more occlusions. Cts reviewed the pump t:connect data and confirmed the reported occlusions along with pump stops during the fill tubing step. The customer was to use insulin injections to manage diabetes.